Manufacturer narrative:
D4 lot numbers: 4541275 a titan touch pump, two cylinders, and a reservoir were received for analysis. Microscopic evaluation revealed a separation within surface abrasion in the pump inlet tubing at the tubing/strain relief junction, indicating repetitive contact between surfaces. Testing revealed this to be a site of leakage. Microscopic evaluation revealed partial separations within abrasion on all pump tubing. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. Microscopic evaluation revealed a group of uniform striations in the reservoir inlet tubing, indicating contact with unshod instrumentation. Testing revealed this to be a site of leakage. Based on recreation of the position of the tubes according to the abrasion pattern, this demonstrates that all pump tubing were overlapping in-vivo. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the pump inlet tubing at the tubing/strain relief junction. A separation of this type may then allow the loss of fluid, rendering the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the reservoir inlet tubing occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this device had a fluid leak. However, there were no visible tubing breaks or holes in device. The device was explanted and replaced with a new device successfully. No adverse patient effects were reported.